Event description:
Related manufacturing reference number: 2017865-2022-51023. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular lead and right atrial exhibited high capture threshold. The left ventricular lead and right atrial was explanted and replaced. The patient was recovering post procedure.

Manufacturer narrative:
The reported event of elevated thresholds was not confirmed. Final analysis found a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.